Event description:
On (B)(6) 2011 the customer reported erratic quality control (qc) and a leak on their unicel dxc 800 synchron system (serial #(B)(4)). When the customer tested samples on another dxc 800 (serial #(B)(4)) they determined 1 erroneous lactate result had been generated/reported on dxc sn (B)(4). In reviewing the results data provided by the customer, beckman coulter found that the 2 results (5.79 mmol/l and 6.40mmol/l) from their dxc instrument, sn (B)(4), generated on (B)(6) 2011 did not meet the precision claims per the product labeling. The customer did not report any issues with the dxc instrument #(B)(4) at the time these results were generated. The customer did not report any problems with qc. No qc data was provided. On (B)(6) 2011 the customer reported they were getting cc sample probe obstruction errors on instrument (B)(4)- service was performed to address this issue. The customer did not report an effect to the patient.

Manufacturer narrative:
Sample type was plasma. No further information was provided. A field service engineer (fse) was dispatched to evaluate the instrument. The fse changed the sample probes and the modular chemistry lamp. As of (B)(4) 2011, the customer had not contacted beckman coulter with requests for assistance with lactate imprecision and / or sample probe obstructions.